Event description:
Customer's biomed rep reported the pump module was received from the floor with a note "broken". Upon inspection of the device, it was noted the male iui connector was melted. There was no pt involvement associated with issue. No additional details were provided by the customer.

Manufacturer narrative:
MFR's report date: (B)(4), 2011. (B)(4). The pump was returned for investigation. A review of the device event log did not show the pump module had been in use on the reported date of the incident. The last date of usage while the pump was in the possession of the customer, per the device event log, occurred on (B)(6), 2010. The pump module was inspected as received, the instrument seal was intact. The status indicator was broken on the right side. Fluid residue (crusty white substance) was observed on the right (male) iui connector. The pins 13 and 14 of the right iui connector were charred and the plastic material around the pins melted. A small dent from an impact stress event was observed on the upper right rear corner of the rear case. No other external issues or anomalies were observed with the device. The reported issue of an observed melted right (male) iui connector was confirmed. When this side of the lvp device was attached to an in house test pcu device the iui connector began to smoke and no power on event occurred with the lvp device. A resistance measurement of the right iui connector when removed from the lvp device indicated that the pins 13 and 14 were shorted. Adjacent measurements across all other pins of the iui connector measured an open condition as expected. The damaged iui connector was temporarily replaced on the device with known good one and the lvp device powered on and functioned normally with no other issues noted. There was an observed fluid residue on the right iui connector, but could not be confirmed as the cause for the shorted condition. The root cause for the noted shorted and melted right iui connector on this device is unk.